Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they had experienced a low blood glucose levels of 50 mg/dl. The customer then mentioned the sensor reading was inaccurate . The sensor reading was 117mg/dl and the meter was 50 mg/dl. The customer declined troubleshooting for low blood glucose, as customer had treated with food and was normal. The insulin pump nor the sensor will be returned for analysis.

Manufacturer narrative:
The information provided in common device name was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The information provided in patient weight, product code was incorrect with the initial report. The correct information has been provided with this report.